Event description:
It was initially reported that the patient wasn't getting pain relief in (B)(6); the rate was adjusted. Patient was provided with the ptm (personal therapy manager) on (B)(6) 2011 with the bolus feature added; however, patient's wife felt he wasn't getting pain control. A roller study and dye study were performed and were ok. At the first refill, an additional 4ml of the drug was aspirated, the expected volume was 6.6ml, and the actual was 10.9ml. Patient seemed to be going through withdrawal, but it was not certain as the pump readout was fine. At the next refill on (B)(6) 2011, the pump reservoir volume expected was 4.2ml but 20ml was aspirated. A second roller study was scheduled on (B)(6) 2011. Drug delivered via the device was infumorph 10mg/ml at a daily dose of 2.6mg. On (B)(6) 2011, it was reported that patient was experiencing pain, restlessness, shaking, sweating and nausea. Cause of the volume discrepancies was not known yet. Interventions due to the event included an increase in pump rates on (B)(6) 2011, and (B)(6) 2011. Pump rate and bolus rates were increased on (B)(6) 2011 and (B)(6) 2011. The plan was to replace the pump if the cause could not be determined via dye study/ roller study. Patient was on oral pain medications and 'still in a lot of pain'. It was later reported that the pump and catheter were replaced; 'physician explanted the pump thinking it was device related'. When the pump was disconnected, there was no csf (cerebrospinal fluid) backflow. The catheter was wound tight at the spine right before the anchor. The catheter was cut and the anchor was left in place, following which the fluid started running again. The catheter was all twisted in knots believed to be from the pump flipping in the pocket. It was indicated that a roller study was done and a catheter dye study was not done. Patient recovered without sequelae.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. The catheter body was observed to have significant twisting that may have affected infusion per analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.